Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l5 vertebral body replacement cage insertion in the lateral position. Pre-op diagnosis of patient was burst fracture of l5. It was reported that, after attaching the t3 implant to the inserter and inserted into the patient, jack-up was performed according to the procedure, and the set screw is temporarily fixed, but the set screw could not be tightened, and the implant was taken out of the body. It was removed from the inserter and found that the set screw wasn't fit properly, so it was replaced. It was unclear whether this was due to stripping. When the set screw was tightened with sufficient torque, the jack-up mechanism still moved. There was a delay of less than 60 minutes reported as a result. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.